Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had powered down and was not turning on, had black screen. A field service engineer (fse) isolated a station boot failure to drawer 3 in the auxiliary unit. Found no lights on the interface board and drawer controller board failed ohms test. Replaced both boards, secured connections, and tested in hardware test application (hta). Initially, pockets failed randomly, so contacts on the controller board were cleaned. Retested successfully in hta, assigned drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station had powered down and was not turning on, had black screen. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.